Event description:
It was reported that an ilet user experienced a libre 3 plus sensor error on the ilet display stating glucose readings were unavailable and to check again in several hours; during this period the ilet continued insulin dosing, the user had low glucose, rescanned via the ilet mobile app, and was advised to replace the cgm sensor, which they planned to do. Symptoms included none reported. Outcomes included self-treatment of hypoglycemia with oral glucose tablets without need for assistance or medical intervention. Investigation included troubleshooting and education regarding sensor rescanning and sensor replacement. Investigation of this case revealed an unclear cause for the hypoglycemic event while the cgm was unavailable, with no device hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.